Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The following cosmetic damage was found on the unit: cracked case on display window corners, minor scratches on the lcd window, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer's father reported via phone call of a button error alarm on his daughter's insulin pump. Her blood glucose at the time of incident was 322 mg/dl. The customer's father confirmed that there were no significant events leading to the alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.